Event description:
The customer reported that she was hospitalized last month with a low blood glucose reading of 42 mg/dl. The customer stated that she had been experiencing low blood glucose levels during the night. Troubleshooting was performed. Had the customer inspect the drive support cap, and she stated that it was protruding. Advised the customer that the insulin pump would need to be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched lcd window. The drive support disk was inspected, and no anomaly was noted.